Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection revealed the warranty seal has been broken with no other discrepancies visually observed. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller feel like it was overheating while activating a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and the root cause could not be determined with confidence as the temperature warning alarm was not exhibited during functional evaluation and the controller functionally performed as intended. It is possible that there was not sufficient suction pressure in order to ensure adequate flow and circulation of saline to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller to alarm and also result in tissue damage or thermal injury. Likewise, the user may not have set the controller temperature threshold to the desired value. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the ambient feature alarmed multiple times during a knee arthroscopy. The wand was allowed to cool then reactivated to continue use. Upon clearing the fat pad tissue, a burn hole was observed in the articular surface of the medial femoral condyle. The surgeon immediately stopped using the device and upon inspection, noted a black mark on the metal sleeve on the back of the wand. The procedure was completed using a competitive device (stryker shaver) without further complications. Complaint 1 of 2. See related complaint (B)(4) (wand).